Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, crossing difficulties were encountered. Vascular access was obtained via the femoral artery and ivus was used. The 90% stenosed lesion being treated was located in the severly tortuous and severely calcified proximal right coronary artery (rca). The 4.50x24mm liberte bare stent delivery systems (sds) was advanced to but could not cross the target lesion. The procedure was completed using a 4.0x24mm non-bsc stent. There were no patient complications and the patient condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: a detailed examination of the returned device found that the crimped stent had some of its struts bent back distally. The damage to the stent was located at 6mm and 14mm distal to the proximal edge of the stent. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4)